Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic bronchofibervideoscope had a needle break. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer regarding event details for the needle that broke and patient demographics. This report is related to the following linked patient identifier: (B)(6). Updated fields: a2, a3, a4, b5, d10. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was received from the customer regarding the needle that broke. It was reported an olympus needle had broke and fell into the patient's lymph node. The needle was retrieved with biopsy forceps and a portable x-ray confirmed no residual needle was left in the patient. It was reported there was a delay for about ten minutes to replace the needle and remove the needle piece. The patient received fentanyl and versed sedation for the procedure. There was no patient injury or harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The following fields were updated: d8, d9, h3, h4, h6. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.